Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure on the first firing with a green reload all 3 rows of staples on the specimen side were complete, but not on the patient side. On the patient side, the outer row was partially complete and the 2 inner rows were not there at all. The case was completed with another device of the same product code and another green reload. No buttressing material was being used during this procedure. No unexpected noise was heard when firing the device. There were no patient consequences reported.